Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller battery was dead and quit about 5 days ago and the screen on the controller had gone white. Pt stated they got a message to replace the controller batteries. Patient services (ps) assisted pt with resetting the controller, after resetting, the controller powered on. Controller shows to charge the implanted neurostimulator (ins) and pt said they are in a car and did not have the ac power cord or the recharger (rtm) with them to complete the troubleshooting steps. Ps recommend calling ps they back when they had all the external devices to complete the troubleshooting steps. Pt called back with rtm and controller. Ps asked them to inspect the rtm for damage and they said there is no visible damage on the rtm, but the paddle does get hot. Pt connected the rtm to start charging and controller showed ¿checking recharge quality¿. Pt stated it takes a long to time to connect to the ins to charge and sometimes the green light showed for a min, then the yellow light, and then the screen goes blank. Ps reviewed device function. A replacement rtm was requested. Additional information was received. It was reported that they were sent a paddle and still taking 6 hours to charge and the screen goes white at times. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6), revealed that complaint could not be verified but non-conformances were found. The recharge antenna failed due to the rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.